Manufacturer narrative:
(B)(4). Sample was unavailable.

Event description:
A customer contacted baxter's global technical service center to report that the patient line extension was leaking with the homechoice (hc) machine during fill 1. The home patient (hp) stated that she just noticed that the patient line extension was leaking. The fill volume = 253ml. The hp stated that she immediately pressed stop. The technical service representative (tsr) advised the hp to end therapy and notify the registered nurse (rn). The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated she had been going to bed and realized that her leg was wet. She heard a noise like a slightly opened soda can. The hp looked and saw that the patient line extension was broken/cut. The hp clamped the line and called the tsr. The hp did not know what had caused the cut, but did not believe it was anything she had done. The hp was doing fine except for unrelated symptoms and was continuing therapy on the cycler.